Event description:
Allergan sales representative called on behalf of the physician to report a suspected leak in the port with lap-band device. The device was explanted, and it is not known if another was implanted. The physician does not have record of the serial number. There is no further info about this event at this time, and further f/u is in progress.

Manufacturer narrative:
Taper ii. Allergan had received the product; however, the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or connector tubing."